Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. The s-ICD had also started to erode through the pocket. Surgical intervention was performed and the s-ICD was explanted. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.